Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestream products that are cleared in the us. The pro code and 510 k number for the lifestream products are identified in d2 and g4. H10: manufacturing review: a complaint history review was performed. This is the fourth complaint reported for this lot number. However, a device history record review was performed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was returned, the stent and the sheath used in the procedure was not returned for evaluation. The balloon exhibited evidence of inflation, yellow residue was present within the folds. Four images were also provided for review. In two of the images the balloon appears to have been previously inflated or partially inflated. There was no stent visible in the image. The other two images showed device packaging. The result of the investigation is inconclusive for the reported stent dislodgment issue. The root cause for the reported stent dislodgment issue could not be determined based upon the available information received from the field communications, device evaluation and images review. Labeling review: the instructions for use for the lifestream product was reviewed and contains the following information relevant to the reported event: indication for use the lifestream balloon expandable vascular covered stent is indicated for the treatment of atherosclerotic lesions in common and external iliac arteries. Warnings ¿ should excessive resistance be felt at any time during the insertion process, do not force passage. Precautions ¿ the device should only be used by physicians who are trained in endovascular procedures and are familiar with the complications, side effects and hazards of peripheral vascular interventions. ¿ anatomical variances may complicate the procedure; use caution when advancing the endovascular system through tortuous or difficult anatomy. ¿ prior to device use, refer to the covered stent sizing table on the label and read the instructions for use. Directions for use site access and preparation 1. Using standard techniques access the artery and place an introducer sheath or guiding catheter of appropriate inner diameter and a 0.035" (0.89 mm) guidewire across the target lesion. 2. Perform diagnostic angiography to confirm site of implantation and measure the reference vessel diameter and lesion length. Covered stent size selection 3. Select a covered stent diameter that is approximately 5%-20% larger than the largest reference vessel diameter at the proximal or distal target site. Refer to the sizing table on the packaging label for appropriate selection of the covered stent diameter and length. Endovascular system preparation 4. Carefully remove the selected device from the package. 5. Inspect the covered stent for adherence to the balloon and centered placement in relation to the balloon marker bands. If the covered stent is not centered and/or does not firmly adhere to the balloon, do not use. Air evacuation 7. A 20 cc or smaller luer-lock syringe with a minimum of 5 cc¿s sterile saline mixture is recommended for use for aspirating this device. 8. With the distal balloon tip pointing down and positioned below the level of the syringe, pull negative pressure until all air is expelled. 9. Induce a negative pressure to remove any air from the balloon and inflation lumen. Repeat until all air is expelled. 10. Carefully release to neutral. Allow the inflation lumen to fill with the diluted contrast medium and maintain a neutral pressure. Important: do not apply positive pressure to the balloon. 11. Attach the prefilled inflation device to the inflation lumen of the catheter hub, ensuring no air bubbles remain at the catheter connection. 12. Verify that the covered stent is still centered between the two radiopaque markers on the balloon catheter. Introduction of the endovascular system and placement of the covered stent 13. Advance the endovascular system over the guidewire into the introducer sheath.   H10: d4 (expiration date: 05/2024), g3, h6 (method) h11: h6 (result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a thoracic aorta stent graft placement procedure, the stent allegedly dislodged in the sheath during operation. There was no reported patient injury

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the lifestream products that are cleared in the us. The pro code and 510 k number for the lifestream products are identified as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Manufacturer's evaluation (expiration date: 05/2024). Device pending return.

Event description:
It was reported that during a thoracic aorta stent graft placement procedure, the stent allegedly dislodged in the sheath during operation. There was no reported patient injury.